Event description:
It was reported that there was a pump replacement on (B)(6) 2014 due to a motor stall. The pump stall did not recover. There was not more than one stall noted in the event logs. The cause of the stall was unknown. The patient was having flu-like symptoms. The physician was also planning on possibly revising the catheter due to the fact that the patient did not have any severe withdrawal symptoms due to the stall. The physician easily aspirated 2mls so there was no troubleshooting of the catheter that was performed. The patients outcome was unknown as of (B)(6) 2014. The pump system was delivering morphine, clonidine, bupivacaine and baclofen. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.)

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter; product ID 8835, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. (B)(4).